Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported right side ¿implant migrated." Healthcare professional additionally reported bilateral ¿capsular contracture, baker grade ii, "pain¿ and ¿removal of a textured breast implant due to the patient¿s concern with the product.¿ device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/oct/2013, 17/jul/2014 and 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: due to the patient¿s concern with the product and right side pain.

Event description:
Healthcare professional reported right side ¿implant migrated." Healthcare professional additionally reported bilateral ¿capsular contracture, baker grade ii, "pain¿ and ¿removal of a textured breast implant due to the patient¿s concern with the product.¿ device was explanted.